Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d1, d3, d4, d6, d7, g1, h4, h6.

Event description:
Affected side right.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "implant pop" on an unknown side. Device remains implanted. Manufacturer of the device is unknown.